Manufacturer narrative:
No complaint was received with the return of the lead. As received, only the connector portion of the lead was returned in one piece. Visual inspection found a full breached insulation degradation adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis. Degradation problem